Manufacturer narrative:
No report of patient involvement. Unique identifier (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was reloaded to resolve the issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an alarm for loss of mechanical ventilation before a case began. The patient was transferred to another unit to begin case. There was no patient injury.